Event description:
It was reported that, on literature review "midterm outcomes of total hip arthroplasty with a modular birmingham head", from 9 patients that initially had either a bhr-tha or an r3-tha prosthesis construct implanted, an unspecified quantity of them were revised for suspected soft tissue reaction after a median of 68 months postoperatively. Of these, 5 had soft tissue abnormalities noted on ultrasound or MRI, 3 had unremarkable imaging and one was revised on clinical grounds without MRI. Mean serum chromium level was 5.7 g/l and serum cobalt was 8.1 ¿g/l, while mean serum titanium was 2.0 ¿g/l. Additional details on the clinical outcome of each patient are unknown at this time. No further information is available in regards of the identity of the explanted devices during the revision surgery.

Manufacturer narrative:
Internal complaint reference: (B)(4). Cushnie, d. W., lanting, b. A., mccalden, r., naudie, d. D., & howard, j. L. (2021). Midterm outcomes of total hip arthroplasty with a modular birmingham head. Hip international, 31(1), 103-108. Doi: doi.org/10.1177/1120700019877389.

Manufacturer narrative:
H3, h6. It was reported that, on literature review, 9 patients that initially had either a bhr-tha or an r3-tha prosthesis construct implanted underwent revision for suspected soft tissue reactions after a median of 68 months postoperatively. Additional details on the clinical outcome of each patient are unknown at this time. No further information is available in regards of the identity of the explanted devices during the revision surgery. No devices have been returned. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. A risk management review could not be performed as the devices involved have been phased out of the market. A review of prior escalation actions was completed using the information available. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. If more information is received, this investigation will be reopened. The literature article was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Should additional medical information be provided this complaint will be re-assessed. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.